Event description:
It was reported that after implant the pacing threshold of the lead was increased and the lead position appeared to be slightly dislodged on x-ray. It was also noted that the patient had a hematoma at the implant site. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product 5086mri58 lead (B)(6) 2013. (B)(4).